Event description:
The consumer alleges the scooter took off on its own and hit a wall in the store. No injury is alleged.

Manufacturer narrative:
No injury reported. Consumer reported to dealer they were transgressing in a store when their scooter allegedly moved on its own, and hit the wall. The user alleges this has happened twice. The dealer's repair center reportedly inspected the scooter and found nothing wrong with the device. As a courtesy the scooter has been replaced. Product has not been returned for evaluation at this time, so it is unk if a user error had occurred or contributed to this incident. MDR filed as a conservative measure.